Event description:
Customer reportedly received results of 44 mg/dl on the advantage system and 176 mg/dl on a lab value within ten minutes. No action taken based on device results. No adverse event reported. The discrepant results were obtained at a medical center. No quality controls were used. Requested return of suspect device and replacement was sent.